Manufacturer narrative:
Device was implanted on (B)(6) 2015 but device has expired nov 25, 2013. Device has not been reported as explanted. (B)(6). Device is not distributed in the united states, but is similar to device marketed in the USA. The UDI codes apply only for us class iii device codes; ous codes do not fall under the UDI regulation. Therefore no UDI is required. The investigation could not be completed; no conclusion could be drawn, as no product was received. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports that during a lumbar disc arthroplasty procedure on (B)(6) 2015, the patient was subsequently implanted with an expired prodisc polyethylene inlay. Reportedly the device was expired november 2013. It was not known that the device had expired until after implantation. The device currently remains implanted. This is reported 1 of 1 for (B)(4).